Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring urinary incontinence. It was also noted that the patient experienced very light leaking only while performing certain activities. The previous cuff was explanted and replaced with a new 5.5 cm cuff. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring urinary incontinence. It was also noted that the patient experienced very light leaking only while performing certain activities. The previous cuff was explanted and replaced with a new 5.5 cm cuff. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the aus device did not cause or contribute to the reported recurring urinary incontinence. A cystoscopy was performed before the cuff replacement, and the aus was cycled without any issues. The aus was shown to function as intended. It was noted that the patient experienced the leaking when performing activities such as sitting, which applied a direct force on the cuff. The patient was reported to be recovering after the procedure.

Manufacturer narrative:
Updated to reflect that there was no product problem.